Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00729. It was reported the patient one of the patient leads had migrated. As a result, the patient underwent surgical intervention to have their leads explanted and replaced. Patient now has effective therapy.